Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level from low to mid-400's (mg/dl). The customer changed the infusion site and delivered a correction bolus via the insulin pump.